Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported. A philips engineer visited site and reloaded the operating system software. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was unable to start up. Fse diagnosed the system with fsf and drawings then found the os/app of system was damaged. Fse reinstalled the os/app of system with manual. After that system was working fine. The codes were updated based on the investigation outcome.